Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. It was confirmed via imaging, that 2 of the patient's leads had migrated. As a result, surgical intervention may be undertaken to address the issue. It is unknown which leads had migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 9087233. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9087233.